Event description:
Experienced a failure with one of the m. Ring 7.0mm injectors from our recent box, where the injector did not deploy and instead curled within the cavity. This disrupted the procedure, and we believe the product may have been faulty. Mr used as per dfu - surgeon is experienced. Opened a new malyugin ring (6.25) as the complaint sample is the last in the box. No patient injury.